Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Control ranges: level 1 1.7-3.3 mmol/l 30-60 mg/dl, level 2 14.5-19.6 mmol/l 261-353 mg/dl results: level 1 ¿ 44, 44, 44 mg/dl level 2 ¿ 290, 297, 292 mg/dl all returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result for one patient from the accu-chek inform ii meter. At 03:23, the meter result was 31 mg/dl. At 04:21, the laboratory result was 44 mg/dl. At 04:21, the meter result from a heel stick was 61 mg/dl.